Event description:
It was reported that the customer's pump screen was black and could not be turned back on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to press the button on the pump and try plugging it into a power source, but the pump did not respond. As a result, technical support decided to replace the pump. The customer was informed about using mdi as a backup therapy to ensure insulin delivery and agreed to return the problematic pump using a pre-paid label.